Event description:
It was reported the patient had his spectra non-inflatable prosthesis removed and replaced with an inflatable penile prosthesis. The reason for the replacement was due to dissatisfaction. No further details were reported. No patient complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.